Event description:
This is filed to report the clip opening while locked and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4. One mitraclip xtw was implanted, reducing mr to trace. On (B)(6) 2023 this xtw clip was observed to be opened (clip open while locked (cowl)). The clip opened from 20 degrees to approximately 60 degrees, but remained stable on the leaflets. Recurrent mr grade 2 was observed. No further treatment or intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement associated with the clip opening while locked (cowl) could not be determined. The reported recurrent mitral regurgitation was due to the cowl. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na